Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device was no longer alarming for low or high blood glucose alerts. The audio settings were set to audio. Their blood glucose level during the incident was 200 mg/dl. Troubleshooting was not completed. Details regarding symptoms or treatment of their high/low blood glucose levels were not provided. The device will not be returned for analysis.